Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to a cystocele and urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems and dyspareunia. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and pelvic floor repair mesh, an ams perigee and a boston scientific obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.